Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed on an in-house system. The instrument failed the engagement tests on 3 of 3 attempts. Therefore, the instrument could not be tested for intuitive motion, and I was unable to confirm that it was not following the master tool manipulators (mtm) commands correctly. There was no problem found regarding the instrument's motion. Additional observation(s) not reported by site: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The input screw was not loose.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was not responding to commands. The tip kept moving downwards. The procedure was completed with no reported injury.